Event description:
It was reported that the the coating/lamination of both probes has come loosen. There was a delay of approx. 3 min.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the coating/lamination of both probes has come loosen. There was a delay of approx. 3 min.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. During the evaluation, scratch marks with the pointy object were observed on the lumen right below the electrode. In addition, right below the scratch wear marks the insulation was torn and damaged. The insulation was torn towards the right front side of the probe. Wear marks were observed on the exposed lumen as well as tissue at the border of the torn insulation. No visual wear marks were observed on the back of the wand¿s insulation or opposite side. The device history record of the reported lot was reviewed. There were no discrepancies observed that could contribute to this condition. Based on the information provided and the returned unit¿s evaluation; the scratch wear marks observed are indicative of possible use as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object or device during surgery (e.g. Cutter or shaver, hard tissue or bone), can be identified as the root cause for the reported condition. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.